Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00267: screw 1; 3025141-2017-00268: screw 2; 3025141-2017-00269: screw 3.

Event description:
The surgeon was using the 2.7mm hexalobe screws in a posterior lateral ankle plate and had three of the screws (two non-locking and one locking) break. Surgery was delayed about 30 minutes.